Event description:
It was reported that during a filter placement procedure through transfemoral vein, the filter was allegedly unable to advance through the introducer sheath. It was further reported that the pushing rod of the filter was allegedly ruptured. Reportedly, the ruptured rod was floating to the heart and remains in the pulmonary vein. The patient reported to be stable.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, images and videos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2024).

Event description:
It was reported that during a filter placement procedure through transfemoral vein, the filter was allegedly unable to advance through the introducer sheath. It was further reported that the pushing rod of the filter was allegedly ruptured. Reportedly, the ruptured rod was floating to the heart and remains in the pulmonary vein. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. Five electronic photos were provided and reviewed. Two photo shows the introducer sheath held in a hand. The introducer sheath was noted to be torn. The other three photo shows the pusher catheter and dilator being kept on a table. In the pusher catheter, the pusher rod was noted to be missing. Based on the provided photo the detachment of device or device component and material split cut torn can be confirmed. One image and two videos were provided and reviewed. Two vena cava filters are seen in place in the abdomen. Near the second filter is an object that resembles a marker band of a sheath. An object resembling the pusher rod of the vena cava filter delivery system appears ¿free-floating¿ in the chest. Based on the report, the pusher rod fractured and embolized towards the heart. Based on the image review, the detachment of device or device component can be confirmed. Therefore, the investigation is confirmed for detachment of device or device component and material split cut torn issue as the pusher rod was noted to detached and introducer sheath noted to be torn. However, the investigation is inconclusive for failure to advance issue, as there is no clear evidence. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: d4 (expiration date: 09/2024), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.